Manufacturer narrative:
Date of event is estimated. A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient received the low battery warning (elective replacement indicator). As a result, the ipg was replaced. It is unknown if the ipg prematurely reached eri as the program parameters were not received.